Event description:
The catheter gave erroneously high temperature readings when attempting to ablate. The readings rose from 37-45 degrees and the stockert generator would shut off every time you tried to ablate. The handle was replaced but this did not fix the problem. A new catheter was used and the problem was resolved. No harm came to this patient.

Event description:
The catheter gave erroneously high temperature readings when attempting to ablate. The readings rose from 37-45 degrees and the stockert generator would shut off every time you tried to ablate. The handle was replaced but this did not fix the problem. A new catheter was used and the problem was resolved. No harm came to this patient.